Event description:
It was reported that the attachment device was overheating and would not attach. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion. It was determined that this was due to worn, damaged bearings which were no longer in axial alignment. It was determined that if a cutter was able to be inserted with this type of damage and the device was ran, heat would have been created from the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.